Event description:
It was reported that a dianeal solution bag disconnected from a homechoice cassette during automated peritoneal dialysis therapy. The issue occurred while the home patient (hp) was asleep. The hp indicated that they did not tighten the connection properly on the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported not tightening the connection between the cassette and a solution bag properly which is a known cause of the reported connection issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide. It instructs the hp to check all disposable set connections for a secure fit before beginning therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.